Manufacturer narrative:
Final evaluation of the device was performed. Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture.

Event description:
Customer indicated broken abutment and screw, which caused loss of implant. Surgical intervention would be required to remove the implant.